Manufacturer narrative:
Follow-up submitted with evaluation results which determined there was no product malfunction. It was reported the user was pushing the stretcher around a corner and did not realize how close the unit was from colliding with the wall until it was too late to stop the unit. As a result, the user allegedly sustained a break to two knuckles as they were hit in-between the corner of the wall and the stretcher.

Event description:
It was reported that a caregiver allegedly sustained a hand injury while pushing a big wheel gurney. No additional information has been provided.

Event description:
It was reported that a caregiver allegedly sustained a hand injury while pushing a big wheel gurney. No additional information has been provided.